Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported single gripper actuation issue was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr). It was reported that during gripper orientation, the descending angles on the anterior and posterior grippers were different. When lowering the gripper, both grippers came down at the same time, but the angle of the lowered clipper differed by 5 to 10 degrees between the anterior and the posterior side. One gripper did not lower all the way. It was determined that the surgery would not be affected, so the surgery was continued and completed successfully. One clip was implanted the mr was reduced to grade 1+. There were no adverse patient effects or clinically significant delay. No additional information was provided.